Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through the process of filling and loading a new cartridge onto the pump, and the issue was resolved.